Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The previously capped lead was explanted on (B)(6) 2024. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The previously capped lead was explanted on (B)(6) 2024 upon receipt, the lead under complaint was found cut 11.5 cm distal to the df4 connector pin into two segments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was, apart from the present cut, free of injuries. The ring electrode and rv shock coil were found covered in fibrotic growth. The calcification might have led to electrical issues. The fixation helix was found stretched, which most likely occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead had a gradual drop in sensing over time, and then a sudden drop below 2mv in (B)(6) 2020. The lead was capped after the screw was not able to be retracted. No adverse patient events were reported. Should additional information become available, this file will be updated.